Event description:
Patient implanted with va 2 column distal radius plate on unknown date. Patient presented to surgeon unable to move thumb, date unknown. X-rays revealed flexor pollicus longus tendon had ruptured over the implant. Patient was returned to or on (B)(6) 2012 for removal of all hardware and repair of tendon. Patient fracture was healed, patient not revised to any other hardware. This is 8 of 9 reports for this event.

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.